Manufacturer narrative:
The device was received for evaluation in an open pouch. A visual inspection with the naked eye and with magnification noted an incomplete heat seal bead on the patient line tubing to the connector. Functional testing, including clear passage and clamp function testing were performed with no issues noted. Functional leak testing observed a leak from the heat seal bead. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred during the radio frequency welding process between the patient line tubing and the patient connector during automated assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during dwell three of six of peritoneal dialysis therapy; the patient was connected. It was further reported there was "a split at the connector where the patient line screws into the transfer set". There was no allegation against the transfer set. Renal therapy services assisted with ending therapy and advised the patient to contact the nurse for further instructions on treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.